Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported the patient's knee was revised due to infection. Surgeon performed an I&I and swapped a triathlon 6x9 ps poly for another triathlon 6x9 ps poly. Rep confirmed that no further information will be released by the hospital or surgeon.